Event description:
Complaints text 06/20/2023 07:40:07 erp_rfc_user related svn (B)(4). Complaints text 06/20/2023 07:37:41 erp_rfc_user related svn (B)(4). Complaints text 06/20/2023 07:37:04 revelr2 customer concern: the pump casing broke (B)(4).: infusion set tubing detachment what led up to the event?: the dog pulled out the site document current bg value: 255 mg/dl customer reports the infusion set tubing came apart : yes 1. Site location (i.e. Left abdomen, right abdomen, etc): abdomen 3. Location of detachment (i.e. Is detachment close to site location, quick release/site connector, tubing connector (p-cap)?): detachment close to site location was there stress or pull on the tubing?: yes document the details of the stress/pull on tubing described by the customer: the dog pulled out the site was pump dropped with the set connected to the customer¿s body?: yes advise customer to change the set and reservoir: yes is non-serialized product being replaced?: no is non-serialized product being returned?: no (B)(4): bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: dropped does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: cracked document how the damage occurred: the dog pulled out the infusion site describe the location of the damage: battery compartment did customer report out of box damage?: no what is the type of damage?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: no advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement/return policy. Customer indicates they understood the product replacement/return policy.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up properly once installing aa battery, blank display was noted. Unable to perform displacement test, sleep current test, active current test, and self test due to blank display. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring and broken reservoir tube lip. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found a cracked glass and bleeding on lcd assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, dog chew marks, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, detached retainer, broken reservoir tube lip, broken battery tube threads, bended battery tube, and missing o-ring (reservoir tube). Cosmetic damage was confirmed at the battery compartment and reservoir compartment. Moisture damage was confirmed found isolated to the battery tube. Blank display was confirmed during testing due to dog chew marks causing a broken battery tube and threads. Bleeding and cracked glass were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.